Manufacturer narrative:
A root cause investigation was completed related to this event. The investigation concluded that the field service engineer failed to follow the proper service instructions and training provided in the service manual. There was no malfunction of the device related to this event. No further actions are planned by the manufacturer at this time.

Manufacturer narrative:
A root cause investigation was completed related to this event. The investigation concluded that the field service engineer failed to follow the proper service instructions and training provided in the service manual. There was no malfunction of the device related to this event. No further actions are planned by the manufacturer at this time.

Event description:
While conducting a lift column replacement on an oec 9800 device a ge healthcare field service engineer was attempting to guide cabling and subsequently got his finger trapped in the device resulting in a laceration of his 4th finger. The employee was immediately treated at the site and received 7 stitches.